Manufacturer narrative:
(B)(4): evaluation, results: mi. Evaluation, conclusion: no conclusion can be drawn (based on the information provided no root cause can be determined).

Event description:
During the index procedure, one endeavor sprint rx drug eluting stent was implanted in the proximal lad, and 2 endeavor rx drug eluting stents were implanted in the 1st diagonal and the 1st rpl. It was reported through the clinical events committee that a suspected non q wave mi occurred one day post index procedure in the territory of the target vessel. Pt was asymptomatic at 30 day, 6 months, 1 year, 1.5 year and 2 year, 2.5 year and 3 year follow up. (Ref MFR # 9612164-2011-00607, 9612164-2011-00608).